Event description:
A surgical tech reported that an intraocular lens (iol) was removed and replaced during the same procedure due to a capsular bag tear. A vitrectomy was performed. The iol was placed in the sulcus. In a follow up, the surgeon reported the event resolved.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/23/2009 by fax and mail. A completed questionnaire was received on 11/03/2009. This report was mailed to FDA on: 11/18/2009.